Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed an increase in capture threshold and impedance on the right ventricular lead. No intervention was performed. Physician decided to only monitor the lead. Patient was asymptomatic throughout event.

Event description:
New information noted that the patient presented for lead revision. Due to high risk of infection, the procedure did not take place. Programming changes were made to resolve the issue. Patient would be monitored and lead would be revised in the future.